Event description:
The facility reported an infusion pump with a malfunction of channel b and c do not work. The event was reported to have occurred during biomed testing. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. This is involving a pump with software (B) (4) which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B) (4). Evaluation summary: the reported condition of "channel b and c do not work" was confirmed during product evaluation. Inspection of the device revealed the condition was caused by a defective pump head module (phm) keypad on channel b and c. To correct this condition, the phm keypad was replaced on channel b and c. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA-(B) (4).